Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's blood glucose was 346 mg/dl at the time of hospitalization. The customer stated that they had symptoms of high blood glucose such as nausea and vomiting. The customer stated that they were gave manual injections to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.